Manufacturer narrative:
The reported incident was confirmed. The avl monitor did not initialize, and the leds flickered during initial communication but shut off. During troubleshooting, a different baton was used and the device worked. The device was replaced.

Event description:
It was reported that the baton was not recognized on the monitor so there was no video display or a light. The incident was discovered prior being used on a pt. The intubation was completed with a different baton. No pt injury was reported.